Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to a broken unknown 130 degree trochanteric femoral nail-advanced (tfna)-right. The nail broke at the intersection of the nail and helical blade on an unknown date. The surgeon reported that the patient was non-compliant. It is also not known when the tfna system was initially implanted to repair a severe right subtrochanteric femur fracture. During the (B)(6) 2016 revision surgery, during the removal of the helical blade, the locking mechanism of the nail broke off and fell into the patient. The surgeon was unable to retrieve the locking mechanism from the patient. The rest of the nail, helical blade and locking screw were removed and the patient and the patient was revised to a competitor's construct. There was no surgical delay and the surgery successfully completed. This complaint addresses the issue with the locking mechanism component. See related complaint com-(B)(4) which addresses and reports the need for the revision surgery due to the broken nail. This is report 1 of 1 for com-(B)(4).